Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported no display on the insulin pump. It was also reported by the customer that there was a crack in the backside of the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed. The device was return for analysis.

Manufacturer narrative:
On (B)(6) 2022 customer reported a blank display and a crack in the case on the back of the battery compartment. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side starting at the left belt clip rail, another crack in the case running horizontally across the battery tube about where the bottom of the battery compartment is located, missing display window cover. Unit was received with a flashing medtronic logo screen followed by an unexpected intermittent beep alarm. Did not note any unexpected blank displays during testing. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to the display anomaly. Unable to download/upload using crest/thus due to the display anomaly. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the unit. After plugging a known good pcba2 and a known good pcba1 into the original case, the unit booted up normally. After plugging a known good pcba2 into the original pcba1 and then into the original case, the unit booted up to a flashing medtronic logo screen. Unable to obtain the software version of the unit due to the display anomaly. After plugging the original pcba2 into a known good pcba1 and then into the original case, the unit booted up to a flashing medtronic logo screen as well. In summary, the customer's report of a blank display was not confirmed and that of a crack in the case was confirmed. The flashing medtronic logo screen followed by an unexpected intermittent beep alarm was isolated to pcba1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.